Event description:
It was reported that during a bowel resection procedure, the stapler did not fire properly. It was closed as indicated (orange bar within the green zone), but anastomosis was not created. "Looks like there are no staples in the device." There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.